Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm on the pump that was recurring several times. The reporter was unable to provide the call service code during the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: call service alarms 052, 078, and 064 were observed in the pump history. During testing, the pump powered on with a blank display screen which prevented full performance testing related to the complaint.